Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable, however, the initial reporter also stated they were using bag sets that are not approved for use on the infinity pump, and they were not following proper guidelines for hanging formula. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was "not delivering the correct amount". They stated that they are mixing 24 hours worth of formula with breast milk, and refrigerating it in the bag. They state that they remove it from the fridge and start each feeding. They program multiple one hour feedings and then an 11 hour night time feed. They were unable to calculate priming volume. They stated they had this issue with multiple pumps. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).